Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a 55-year-old female patient underwent a surgical procedure on (B)(6) 2024 to treat the left internal carotid artery with multiple sequential aneurysms in the ophthalmic segment. The case was concluded uneventfully with the use of radial access rist, phenom plus, phenom 27, avigo, ped vantage 4.5x20 and hyperglide 5x20 (for post-implantation dilation of the ped vantage). The patient continued to complain and is asymptomatic, however, when an 8-month standard control test was performed on (B)(6) 2025, hyperplasia was observed throughout the flow diverter, with 80% stenosis in the distal third. Patient was on antiplatelet regimen before and after implantation: asa (100mg 1x/day) and artag (ticagrelor - 90mg 12/12h). There was permanent injury as a result of this event. The hyperplasia observed throughout the device is not reversible. There is a concern that this hyperplasia will increase and collusion will be total. At this time, the patient was clinically stable and asymptomatic. The patient's status was alive, no injury. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was adm inistered. Ancillary devices include a rist - cfn: 107f-079-100, lot:24397-01 guide catheter, phenom-27, lot: 227300144 microcatheter, avigo - lot:b638532 guidewire, phenom plus - lot: 226845531, hyperglide lot: b441729.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting it was unknown what actions/interventions were taken to resolve the event. The manufacturer representative has no information that any intervention was made, as the patient is asymptomatic. Hyperglide was used to ensure better apposition of the device to the vessel wall. The cause of the dilation issue, hyperplasia, and stenosis was not determined. The proximal section of the pipeline had failed to open. The pipeline had not been placed in a vessel bend when it failed to open. The device started and ended in straight segment. It is unknown if there were any additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is asymptomatic and there are no complaints. There is a concern that this hyperplasia will increase and the occlusion will be total. The patient is still alive and asymptomatic, but I consider that the hyperplasia proven in the images is a lesion.